Manufacturer narrative:
The associated genesis ii patellar component was not returned for evaluation. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was manufactured in 2015. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical analysis noted that no relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, no further medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a surgical intervention was performed to revise the patella component.